Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of a 56 mm diameter abdominal aortic aneurysm. Vessels had minimal to moderate calcification and minimum tortuosity. The aortic neck was 28 mm in diameter. The patient has a history of coronary artery disease, thrombocytopenia, anemia and severe chronic obstructive pulmonary disease complicated with asbestos exposure that has rendered the patient severely respiratory compromised and oxygen dependent. It was reported that at the end of the procedure, a completion angiogram showed a small type 1 endoleak with migration of the proximal graft to approximately 1 cm below the renal arteries. At the time, it was decided to follow the patient with serial CT scans. On month follow up showed no increase in the aneurysum size and no type 1 endoleak. CT performed 7 months post implant showed a type 1 endoleak with slight increase in the aneurysm size. A talent aortic cuff was requested. A 32 mm diameter x 32 mm diameter talent aortic cuff was successfully implanted. No additonal clinical sequelae were reported.